Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lots met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed negative by other rapid antigen testing. An additional consumer event was communicated which is captured on a separate report.